Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and oversensing was observed. Nineteen ventricular nonsustained episodes <(><<)>=210 ms occurred between (B)(6) 2006 and (B)(6) 2012. Interference/noise was also noted as the ventricular short interval count was 59 in 0.64 day between (B)(6) 2012. Low resistance/impedance was also noted as two patient alert for right ventricular pace lead impedance occurred on (B)(6) 2011.

Event description:
It was reported that the right ventricular lead had a possible fracture as there was oversensing and non-sustained ventricular tachycardia episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the right ventricular lead had a possible fracture as there was oversensing and non-sustained ventricular tachycardia episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.